Event description:
Complainant alleged that during the incoming inspection of the product, the device's pacer output was found to be out of specification. The complainant indicated that there was no patient involvement in the reported failure.